Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, approximately 4 years and 4 months post tavr with a 23mm sapien 3 ultra valve, the valve failed due to stenosis. As a result a 23mm sapien 3 ultra resilia valve was implanted in a valve in valve procedure.